Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced pain, urinary problems, scarring and incontinence. No other information is available.